Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported ""cuff issue - unable to inflate cuff". No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4). The sample was received for evaluation. A visual exam was performed and a tear was found on the parting line on the cuff. Functional testing was also performed and the sample was immersed in water. A bubble was observed at location of the tear indicating a leak. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint was confirmed. The root cause was found to be manufacturing related. A non-conformance was opened to further address this issue.

Event description:
It was reported ""cuff issue - unable to inflate cuff". No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported ""cuff issue - unable to inflate cuff". No patient involvement reported.